Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation of the sample. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 photos from the customer for investigation. Visual examination of the photos revealed poor barrier separation in the first photo. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. If complaints for sample quality reach an action level, additional testing may be required. The device history record was reviewed with no issues identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for poor barrier separation, however, batch number could not be confirmed from the photo. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, there was poor barrier separation of the sample. There was no report of patient impact.